Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far p-wave oversensing. No intervention was performed. The condition of the patient was unknown.

Event description:
Additional information received notes that the pacemaker was explanted and replaced.

Manufacturer narrative:
The reported event of far p oversensing was not confirmed. The device was received at elective replacement voltage level, with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, sensitivity threshold, and header evaluation did not identify any functional issues. Longevity assessment found the device was implanted for 11.58 years, exceeds its projected longevity and consistent with normal battery depletion.